Event description:
Customer reported the unicel dxc 600i synchron access clinical system had reagent probe a overflowed. Customer reported the fluid was contained to the instrument. No exposure reported. Customer was wearing gloves, lab coat, and eye protection. No erroneous results generated. Customer reported having "cuvette not dry when reagent first dispense" errors and 5 suppressed patient results for urea nitrogen (bun), creatinine (cr-s), and triglyceride (tg). No suppressed patient results reported outside of the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the reagent probe a overflow, "cuvette not dry when reagent first dispense" errors, and suppressed results due to the reagent probe a collar wash valve. Fse replaced the valve and the issue was resolved. (B)(4).